Event description:
(B)(4). I've had depression, anxiety, weight gain (about 15lbs.) And extremely itchy skin. My doses of zoloft has been increased to 150mg. Just finished a large dose of prednisone for the itching. Also added atarax 25mg as needed for itching. I also get a sharp pain in my lower right abdomen daily. The device was provided and installed by (B)(6).